Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy effluent. The cause of peritonitis was not reported. It was reported the patient "went to the hospital for treatment"; however, it was not reported if the patient was hospitalized for peritonitis. The patient received unspecified treatment for the event. On an unreported date, the patient recovered from peritonitis. Action taken with pd therapy was not reported. No additional information is available.